Event description:
Around 17 years ago, dr. (B)(6) surgically inserted essure devices into my fallopian tubes. I only suffered minor issues with menstruations and pain which the doctors I was seeing treated anything but looking at my essure's. In the last two years the pain and suffering increased 10 fold. I have seen multiple doctors, been admitted into the ER, had multiple ultrasounds and blood panels ran - with no answers as to why I have this pain which causes severe headaches, stomach discomfort, dizziness, bouts of sickness. I was being treated as if I had diverticulitis or some stomach issue. Finally a catscan was ordered. It was found the essure had dislodged from my tube, perforated my uterus and is now migrating around in my body. I am now signed up for urgent surgery for removal, and possible hysterectomy. I would give the FDA permission to access medical records, I do not keep them on-hand. FDA safety report ID# (B)(4).